Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as directed in the user's guide. The user's guide provides adequate instructions for troubleshooting air alarms. The disposable cartridge was not available for evaluation. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.